Event description:
Malfunction apparently occurred with the razor while the rn was shaving patient for a gynecology procedure. Blades of the electric clipper apparently were diagonal and scraped the lower abdomen in the pubic hair region, resulting in skin breaks and some oozing. Bacitracin ointment and gauze dressing was applied. Gynecology procedure was completed uneventfully and patient had a stable post-op course with no post-op infections, bleeding, or other complications.